Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, ruptured tube connector, the cylinders did not fill, and the valve was collapsed were reported. The device was explanted and replaced.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the strain relief of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Microscopic examination of the detachment ends through the serialized strain relief of the pump and exhaust tube of cylinder 2 showed the surfaces to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the longer exhaust tube and inlet tube of the pump. Testing revealed these to not be sites of leakage. Groups of partial separations, indicating contact with unshod instrumentation, were noted on the exhaust tube of cylinder 1. Testing revealed these to not be sites of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the serialized strain relief. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the strain relief of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
Additional information suggests that the device was damaged to facilitate explant.